Event description:
It was reported that during a hemorrhoidectomy procedure, the device was used but the surgeon did not hear any staplers crushing in the device. She had to do a hand anastomosis all around the staple line. The surgeon also mentioned that it seemed like the stapler buckled on a certain part of the staple line. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? The surgeon confirmed this. Where there staples in the tissue? Only on one side of the stapler. Where there staples seen in the surgical field? Yes, but it seems like only on the one side. What was the shape of the deployed staples (b-formed, irregular, legs straight)?they were not formed and had straight legs. Where there staples missing from the staple line? Yes. Were the donuts complete? No the donuts weren't complete. Please explain what is meant by, the stapler buckled on a certain part of the staple line? Uncertain. Were there any issues with removal? Uncertain. What degree of hemorrhoids did the patient have? Uncertain. How was the case completed? Dr had to complete the procedure by a hand anastomosis.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.